Manufacturer narrative:
Medtronic investigation of returned suspect interface (umbilical) cable finds that the reported failure was confirmed. The returned cable failed bench testing. The cable passed the continuity testing and the 100t test but failed the gbit test, line 7 and 8 are open. The reported event was confirmed to be caused by an electrical failure mode.

Manufacturer narrative:
The site radiographic technologist (rt) declined to provide patient demographic information citing hippa reasons per (B)(6), director. Return requested. Replacement mvs interface cable shipped to site (B)(4) 2016. Suspect mvs interface cable, returned to manufacturer on (B)(4) 2016, is currently under analysis. On (B)(4) 2016 a medtronic representative performed an imaging system check-out, all areas passed. Found the umbilical cable had a broken wire on the male connector side. Imaging system is up and running. System performed as intended. On (B)(4) 2016 a medtronic representative, following-up at the site, reported there was no exposed wire. On (B)(4) 2016 a medtronic representative, spoke with the site radiology, who stated they abandoned using the imaging system and used a c-arm for this procedure. The surgery was completed without issue. The site rt declined to give pt info for hippa reasons per (B)(6), director.

Event description:
A site representative, radiographic technologist (rt), reported that, while in a spine procedure, an error message appeared on the imaging system monitor, "image framerates are below recommended levels, please reconnect umbilical cable and reboot system." In trouble-shooting, the rt re-booted both mobile view station (mvs) and image acquisition system (ias) two times, however, when the rt attempted to acquire a spin, it aborts the acquisition immediately and points to the same error. Swapping ethernet cables did not resolve the issue. The imaging system was around the patient at the time of the reported issue. The surgeon opted to discontinue the use of the navigation system and the imaging system and used a c-arm to complete the procedure. Delay in therapy was approximately 20 minutes. There was no impact on patient outcome.

Manufacturer narrative:
(B)(6).